Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken and the ipg was explanted and replaced.